Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1100 mg/dl. The customer's blood glucose levels began elevating after she changed her infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The husband was unable to complete the troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.